Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his eye is very painful and that his vision is impaired, with "subsequent physical symptoms" remaining for five months postoperatively. The consumer reported the surgeon's comment was "there is nothing wrong." Additional information has been requested.